Manufacturer narrative:
The device was discarded and will not be returned. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the manufacturing documentation of the device found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the device found them to be satisfactory.

Event description:
A report was received that two weeks after a radiofrequency procedure the patient experienced a reaction that were initially assessed to be burn marks at the puncture site. The sizes of the marks were less than 1 centimeter and were located at l3-s1. During the procedure it was noted that the physician injected 1-2 ml of trigon 400 mg/ml with saline through the cannulas. They did not use any skin preparation or dressing that could have gotten into the puncture site. The physician felt that marks were related to use of the cannula, and later assessed that he doesn¿t know the cause of the reaction but believe it could be an allergic reaction. The patient was administered a two month prescription for corticoid ointment the patient is doing fine. There is no further course of action.